Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking the mesh during a laparoscopic inguinal hernia procedure via total extra peritoneal method, two tackers were used and both failed to fire at an angle. The surgeon did not bend the shaft much while firing, but the tacks were not successfully deployed. None of the fired tacks were able to hold correctly onto the tissue. They used another tacker to complete the case. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the packaging only was received. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.